Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump is alarming sensor error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was returned for evaluation. Visual inspection found a non-original equipment manufactured top case, uneven plunger flippers, chipped top case, cracked battery door, and battery cpi was out of spec. The event history log revealed a syringe plunger not in place" in the log. To conduct functional testing the device was powered on. Upon power up, the reported problem was unable to be duplicated; however, the plunger flipped were visibly uneven. Incorrect assembly of the timing plates by the customer was determined to be the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.